Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy.

Event description:
It was reported that troubleshooting was done, and the ipg could not connect to external devices. As a result, surgical intervention may occur.

Manufacturer narrative:
The device was not returned for analysis; however, event details indicate that the system is now up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service. The ipg was replaced to reestablish effective therapy.

Event description:
It was reported the patient's ipg was inoperable and patient lost stimulation at an unknown date. As a result, surgical intervention took place wherein the ipg was explanted and replaced. Effective therapy restored post-op.